Manufacturer narrative:
(B)(4)

Event description:
It was reported that oversensing was observed on the rv lead. Lead noise is suspected. Programming changes were made to the device. Patient will be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction - was added which was missed in initial report.